Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the skin. On (B)(6) 2025, it was reported that the pediatric patient experienced inaccurate readings, which caused the parent to call the emergencies. No symptoms, no treatment, no cgm and no blood glucose readings were reported. The reporter declined to provide any further information regarding the event. No other details were documented. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the a zone of the parkes error grid. No additional patient or event information is available.